Event description:
A surgeon reported the following events: a pt had received peribulbar anesthetic in preparation for surgery. The equipment did not turn on and did not display an system message. After several attempts at troubleshooting, the system went back to operation. The surgery was performed with the system, following a delay of about 20 minutes. There was no harm to the pt reported.

Manufacturer narrative:
Information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803-56 when additional reportable information becomes available. (B)(4).